Event description:
It was reported that the right ventricular lead was explanted due to high impedance, up to 1500 ohms, and noise. Additional information received with the returned lead reported that there was oversensing, and impedance had varied from 500 - 1500 ohms since implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned for analysis. Analysis observed two sets of setscrew marks on the is-1 lead pin. One set was too proximal, which indicates the lead was not fully inserted into the device header. It was reported that the right ventricular lead was explanted due to high impedance, up to 1500 ohms, and noise. Additional information received with the returned lead reported that there was oversensing, and impedance had varied from 500 - 1500 ohms since implant. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications operational context contributed to event impedance, high oversensing noise.